Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a 2.25 x 18mm resolute onyx drug eluting stent to treat a moderately tortuous, moderately calcified lesion in the mid-proximal circumflex artery. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated using a 2.0x15mm balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was not used during delivery. A jl 3.5 launcher guide catheter and a non-mdt wire were used. It is reported that when advancing the stent, it was unable to cross the lesion and when withdrawing the stent the physician noticed that the stent was coming off the balloon. The stent did not come off the balloon completely. The stent moved from its original position on the delivery system according to the physician. The physician was then able to bring the stent and the guide back into the aorta while using a radial approach. The physician then entered the groin with an 8fr system and was able to catch the stent and pull it out through the groin. The stent was lassoed out of the body through the 8fr groin system. No deformation to the stent was visible on the cine. A non-mdt stent was used to complete the procedure. No further patient injuries were reported post procedure.